Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime tests and excessive no delivery test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error while the customer was pressing buttons during a bolus. The blood glucose was 148 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.